Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a burning smell on the inside when plugged in. It is unknown if there was patient involvement; however, no patient injury, death or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource (00mlx) identified that the mirror and mirror holder were damaged inside the unit. This would explain the burning smell described, as the mirror being out of place will cause the unit to produce more heat from the light produced. The mirror and the mirror holder have been replaced to correct this issue. In addition, physical damage was also noted on the power entry module, left and right side panels, and the top trim. All of these components were replaced to correct these issues. The unit failed lumens test and the wolf port on the turrent was worn out. The lamp and the turrent have been replaced to correct these issues. Root cause analysis: the returned xenon lightsource was in used condition with physical damage to the power entry module, side panels, and top trim. There was also interior damage to the mirror and mirror holder. The root cause of this failure is likely due to rough handling/environmental damage, and the reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.